Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, right bundle branch block (rbbb) was present. While advancing the guidewire into the left ventricle, persistent rbbb occurred. The physician noted that the guidewire contributed to the conduction issue. Four days following the implant of the valve a permanent pacemaker was implanted and was reported as procedure related. No adverse patient effects were reported.

Manufacturer narrative:
Updated patient identifier. If information is provided in the future, a supplemental report will be issued.